Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown/not provided, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was resistance when rotating the preloaded monofocal intraocular lens (iol) plunger and a crack was found in the iol. The procedure was completed successfully. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the patient's vision has not been affected following iol implantation. The device was set by the physician using balanced salt solution from a different manufacturer and it was introduced trough the cartridge canopy. The plunger was pushed forward quickly, and no more than 10 minutes passed between pushing the plunger forward and releasing the iol. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: july 24, 2025 section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module was opened and inspected; no issues were identified. The plunger rod and handpiece were inspected and no issues were identified. No lens was returned for evaluation. The customer provided a video that was evaluated. Screen captures were taken from the video. The images showed an eye being implanted with an intraocular lens claimed to be a tecnis monofocal optiblue iol preloaded in the simplicity delivery system (model dcb00v). Screen capture 1 contained the iol identifiers (sn and dioptric power) labeled. Screen capture 2, although not clear, appeared to have a lens edge discontinuity at 5:30 (in relation to the picture orientation) located just in the lens periphery. Per the location of the potential lens damage, visual impact is not expected; however, the actual clinical impact as well as the incident root cause cannot be determined from a video/ picture assessment. The complaint issue "lens damaged" was identified during video/photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.